Event description:
Information was received indicating that a smiths medical cadd extension set leaked from the imbedded filter. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.